Manufacturer narrative:
Investigation included user education and troubleshooting steps focused on restoring signal communication. Investigation of this case revealed that device functionality recovered after the restart, indicating transient signal loss without performance degradation. It was concluded that the event was attributable to temporary communication disruption, resolved through standard troubleshooting, with no patient harm.

Event description:
It was reported that a dexcom g7 continuous glucose monitor lost connectivity with the ilet, and guidance was provided to power cycle the ilet; after waiting, glucose readings resumed and blood glucose was not impacted. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no change in glycemic control.